Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the visual inspection of the monopolar handle confirms insulation damage throughout the shaft. Functional inspection: the monopolar handle passed the insulscan test. Probable root cause/s for the insulation damage could be due to incorrect sterilization methods and/or normal wear and tear.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.